Manufacturer narrative:
The device was returned for analysis. The device was at elective replacement indicator (eri) upon receipt. Longevity calculation was performed based on the device usage, and the battery depletion was found to be normal. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected.

Event description:
It was reported, that the implantable cardioverter defibrillator exhibited phrenic nerve stimulation. That resulted, in patient discomfort. The device was explanted upon reaching elective replacement indicator (eri). And successfully replaced.

Event description:
Patient was stable post device replacement.